Event description:
The product was used during an unspecified procedure. Reportedly, the clips did not load or advance properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.